Event description:
It was reported that the clamshell iodine sponge was separated from the clamshell during manipulation. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. A visual inspection was performed, no issues were noted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.